Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient was admitted to the hospital for an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2020 wherein the system was explanted. Patient was discharged with oral antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the infection has since been resolved.